Manufacturer narrative:
(B)(6). The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 cartridge had split open when the lens was delivered into the bag of the patient's left eye. It was noted that the surgeon used the same lens with no issues. There was no patient injury. There were no incision enlargement, vitrectomy, suture or any other medical/surgical intervention required. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 3/14/2018. Device evaluation: the plunger without the iol was returned to the manufacturer. Visual inspection was performed. The plunger was in locked and advanced position, as the sample preparation requires. Lens was not present inside the delivery system. The cartridge tip was not damaged, deformed and/or cracked. Based on these results, the reported complaint was not confirmed and product deficiency was not identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.